Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using humalin 500 insulin with the pump. Tandem customer technical support informed customer that humalin 500 insulin is off-label per the user guide. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.